Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 22ga x 1.00in. Insyte autoguard bc unit from lot number 0307455. Additionally, 4 photos were provided. Through the visual inspection of the unit black foreign matter was discovered on the packaging of the device. Further microscopic analysis discovered it was black and grainy. The foreign matter was not embedded on the device. The foreign matter was observed on and inside the packaging. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ blood control experienced mold found in package. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a biological fm in package. During appearance inspection before delivery to a customer, a mold was found in package.

Event description:
It was reported that the bd insyte¿ autoguard¿ blood control experienced mold found in package. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a biological fm in package. During appearance inspection before delivery to a customer, a mold was found in package.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.